Event description:
Ous MDR - this device was removed, sterilized, and reimplanted due to infection in (B)(6) 2017. A follow up visit (B)(6) 2017 showed the battery status was ok. The patient came in for another follow up on (B)(6) 2018 and eos was detected. The device was explanted.

Manufacturer narrative:
Upon receipt, the manufacturing records as well as the current status of the device was inspected. The inspection of the manufacturing process of this ICD showed no anomalies. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The device interrogation revealed the battery status eos, activated on (B)(4) 2018. The ICD was implanted for 25 months and a number of 11 charging cycles was documented to the device memory. The last charging cycle was an automatic capacitor reformation and was performed by the device on (B)(4) 2017. The eos status was found to be inconsistent with the available battery data. Therefore the ICD was opened and the inner assembly was inspected. During the visual inspection of the electrical module, large deposits on several electrical components and discoloration of various low-voltage capacitors were identified. The visual inspection showed no further anomalies. In a next step the current consumption of the electrical module was measured and found to be elevated. The electrical module was investigated in further detail, showing that the high current consumption was caused by the damage of several low-voltage capacitors as well as the deposits observed during the visual inspection. An energy dispersive x-ray spectroscopy (edx) analysis revealed the deposits to be composed of copper-acetate, that formed an additional conductive layer. Based on the analysis results and the complaint description, the root cause of these observations could be narrowed down to the reported micro-waves based re-sterilization process of the ICD, which was performed on (B)(6) 2017 due to pocket infection. A re-sterilization of the device is a contraindicated procedure and a proper function of the ICD cannot be assured upon re-sterilization. There was no indication of a material or manufacturing problem.